Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
Baxter (B)(4) received a report that an infusor "had the line break off." This condition has the potential to interrupt therapy or breach the sterile fluid pathway. The facility did not have information regarding whether there have been any reports of patient injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: one sample was received by baxter for evaluation. Visual examination of the unit did not confirm the reported problem of "had line break off, the patient then cut the line and tried to it". This is a single use device and will not be repaired. No other observation was found on the unit. A functional flow test was subsequently performed on the unit for 43.5 hours. At the end of the flow test period, the unit produced the following flow rate (ml/hr): calculated = 4.90, normalized = 5.03. The flow rate was found to be within the specification (4.50 - 5.50 ml/hr) of the product. The root cause was undetermined.